Manufacturer narrative:
Found lift at bottom charge properly charging. Seatbelt was tangled, took seatbelt housing apart to ensure no damage to spring mechanism and untangled belt. All other components inspected to specification with exception of anti-tilt roller assembly which was broken but did not affect lift operation.

Event description:
Client was riding lift in upward direction and fell out when going around the curve. Client not wearing seatbelt as it was stuck. Broke her wrist and clavicle.